Event description:
It was reported that an ilet user experienced fluctuating blood glucose with a low alert around 70 mg/dl, treated with approximately 25 grams of carbohydrate using glucose tablets and graham crackers, followed by a rise to 314 mg/dl, and the ilet was paused for about 20 minutes despite the device¿s automated suspension features. Symptoms included decreased blood glucose followed by hyperglycemia. Outcomes included the need for user education on low treatment to reduce glycemic variability. Investigation included troubleshooting and education on the 15-15 hypoglycemia protocol and discussion of device behavior that suspends insulin delivery based on glucose level and trend. Investigation of this case revealed overtreatment of hypoglycemia as the likely cause of rebound hyperglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and overtreatment of low glucose were the most probable causes, and additional training was recommended.